Event description:
It was reported that a patient who had an initial left knee implanted on (B)(6) 2017, underwent a revision procedure due to pain and stiffness, on (B)(6) 2022, approximately 5 years post the initial procedure. The surgeon noted significant synovitis, several osteophytes, and significant poly wear. After performing releases, a new ps 9mm insert was implanted. Patient left in stable condition. Explants not available. No further information available.

Manufacturer narrative:
Concomitants: 02-010-01-0225 - logic femoral ps cem left sz 2.5, 4731451; 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, 4873692; 200-02-35 - three peg patella 35mm, 4485884. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of prosthesis wear which may have been due to a combination of axial rotation mismatch between the tibial and femoral components, patient-related conditions, and/or oxidative degradation of the polyethylene due to being packaged in a non-conforming bag for five years. However, this cannot be confirmed as the device was not available for evaluation.